Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat foot pain. The implantable pulse generator (ipg) was placed in the lower calf area with the implanted leads targeting the sural nerve. The system was successfully activated on (B)(6) 2023 and the patient reported a reduction in pain symptoms with the system. Despite getting some pain relief, the patient reported displeasure with the location of the ipg and external devices. On (B)(6) 2024, the patient requested to relocate the ipg higher on the calf and address scar tissue from the initial implant. Procedure was not performed immediately due to patient not being under the care of a physician at the time. Upon establishing care with a new physician and also seeking care from a podiatrist, the patient requested to remove the system instead of repositioning. On (B)(6) 2024, a full system explant was performed per the patient's request.

Manufacturer narrative:
The nalu system appeared to be functioning as designed, however the patient was not happy with the placement of the device and also expressed frustration with a buildup of scar tissue at the implant incision site.